Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned device completely down and screen went black. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer and all cubie pockets were failed not detected on bus. A field service engineer replaced the drawer controller and configured the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.